Event description:
It was reported that during a dynamic hip screw procedure whilst drilling a 3.2 drill bit into the femur, the tip of the drill bit broke off whilst in the bone. It was also reported that surgeon was unable to retrieve the drill tip which was remained in the pt. It was further reported that it is unk whether this event will have an adverse effect over time for the pt.

Manufacturer narrative:
The drill bit subject to this investigation was not returned to the manufacturer for evaluation. Part number and lot number information has not been provided to permit further investigation. The root cause is undetermined.